Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. As stated on the medwatch form, "during cardiac two vessel ptca, pt dissected left main artery and right coronary artery. Md attributes left main dissection to slow deflation of the stent balloon used. Pt went emergently to operating room for CABG". Additional follow up with the facility indicated that when the physician deployed a 2.75x28mm taxus express2 drug eluting stent at 14 atm for 19 seconds in an unk vessel, (the lesion was not originally in the left main), there was slow deflation of the stent balloon. While the stent balloon was still inflated the pt complained of chest pain. Revisualization of the coronary artery noted dissection of the left main. The stent catheter was removed from the pt intact with the balloon deflated. Following surgery, the pt was discharged from the hosp. This was all the additional info the facility had to offer.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed; therefore, no analysis was possible. The mfg records for top assembly batch 8230188 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The cause of the difficulties experienced during the procedure could not be determined.